Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure it was noted that the impedance of the lead was low. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported event of ¿low lead impedance¿ was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies on lead body. Electrical tests did not find discontinuities or shorts on any conduction paths. Hi-pot test passed between conductors. Lead impedance was normal.